Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 510 mg/dl at the time of incident and the current blood glucose of the customer is 169 mg/dl. The customer experienced symptoms such as disoriented, dizzy, confused. Customer treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer response motor error occurred and customer was able to complete insulin pump rewind. Customer reports the drive support cap appears normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Device uploaded properly using carelink. No motor error alarm or e70 alarm noted during testing. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.